Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was showing charge circuit inactive. Patient had been lost to follow-up and not had a device check in over three years. The ICD was explanted and replaced that same day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.